Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect prolactin results for a 26-year-old female patient. The following data was provided (customer provided reference range: 5.18 to 26.53 ng/ml): on (B)(6) 2025: initial result = 45.46 ng/ml, on (B)(6) 2025: initial result = 6.11 ng/ml. The samples were treated with peg and retested which generated results consistent with the initial results. The patient is currently taking bromocriptine and has irregular menstruation. The physician believes the results differ too much within the time period and the recent result does not match clinical presentation. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the architect prolactin reagent, lot: 75044ud03. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify any nonconformance's, potential nonconformance's, or deviations associated with the complaint lot. In house testing was performed using retained samples of architect prolactin reagent lot: 75044ud00, which contains the same bulk material as the complaint lot. Testing met acceptance criteria therefore the products are performing as expected. Labeling was reviewed and adequately addresses the issue. Based on the investigation, there was no systemic issue or deficiency of the architect prolactin reagent, lot: 75044ud03, identified.

Event description:
The customer observed falsely depressed architect prolactin results for a 26-year-old female patient. The following data was provided (customer provided reference range: 5.18 to 26.53 ng/ml): on (B)(6) 2025: initial result = 45.46 ng/ml. On (B)(6) 2025: initial result = 6.11 ng/ml. The samples were treated with peg and retested which generated results consistent with the initial results. The patient is currently taking bromocriptine and has irregular menstruation. The physician believes the results differ too much within the time period and the recent result does not match clinical presentation. No impact to patient management was reported.